Event description:
Product is defective follow up sent to patient: incident date? About 1.5 weeks ago. Please describe the issue/malfunction the tube came out of bottle - leaked when did the incident occur? During use. How often has the defect occurred? Not often. Can product to be returned for evaluation? No this time. Was drainage complete with new/different bottle? Changed bottle and no problems. 03aug2020: follow up inquiries sent to rcc to obtain from patient. 11-aug-2020 response received: was the drainage line still connected to the patient catheter when the disconnection occurred? Nurse took out of bag and she noticed the bag ¿ never used where is the patient's catheter located? Chest? Abdomen? Upper back around the shoulder. 12aug2020: attempted to contact patient to verify complaint details, mailbox was full. Email sent. Polc. 13aug2020: spoke with (B)(6) who reported this incident occurred during his lung drainage. The drainage line disconnected from the top of the bottle while the line was still attached to his catheter and fluid leaked from the drainage line. His nurse immediately clamped the line and disconnected the tubing. A new kit was opened and drainage completed. No patient harm. No shortness of breath. No additional intervention.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the drainage line was disconnected from the bottle, therefore the reported failure was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. During our review it was identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that this failure was likely due to the manufacturing equipment. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Product is defective. Follow up sent to patient: incident date? About 1.5 weeks ago. Please describe the issue/malfunction the tube came out of bottle - leaked. When did the incident occur? During use. How often has the defect occurred? Not often. Can product to be returned for evaluation? No this time. Was drainage complete with new/different bottle? Changed bottle and no problems. On (B)(6) 2020: follow up inquiries sent to rcc to obtain from patient. (B)(6) 2020 response received: was the drainage line still connected to the patient catheter when the disconnection occurred? Nurse took out of bag and she noticed the bag ¿ never used where is the patient's catheter located? Chest? Abdomen? Upper back around the shoulder. On (B)(6)2020: attempted to contact patient to verify complaint details, mailbox was full. Email sent. Polc on (B)(6) 2020: spoke with tom who reported this incident occurred during his lung drainage. The drainage line disconnected from the top of the bottle while the line was still attached to his catheter and fluid leaked from the drainage line. His nurse immediately clamped the line and disconnected the tubing. A new kit was opened and drainage completed. No patient harm. No shortness of breath. No additional intervention.